Event description:
It was reported that the right atrial (ra) lead exhibited possible under-sensing versus possible function under-sensing, with atrial events possibly in blanking and atrial pacing and may have prematurely ended episode, due to post atrial paced blanking. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.